Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl. The customer reported that they were treated with manual injection. The customer reported that they gave shots and was getting no delivery alarm. The customer declined troubleshooting for high blood glucose. Customer reported that insulin exits the tubing. Customer reported that insulin exits with the manual prime. The device will not be returned for analysis.